Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with fluorouracil in saline solution. The device had a fill volume of 240ml; at the end of the expected therapy time, 230ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.